Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent a shoulder arthroplasty. Subsequently, patient has reportedly been experiencing limited range of motion and a pinching sensation in the right shoulder since the procedure, as well as pain when performing certain movements. No revision has been indicated or reported.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018 -04628, 0001825034-2018 -04629. Additional concomitant medical products: unknown part/lot; humeral stem, humeral head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient underwent a shoulder arthroplasty. Subsequently, patient has reportedly been experiencing limited range of motion and a pinching sensation in the right shoulder since the procedure. No revision has been indicated or reported.

Manufacturer narrative:
No device was returned for examination. Evaluation of provided patient x-rays and medical records confirms the report. Device history record review was not possible as the necessary product/lot code combination was not provided. Root cause could not be determined; however, it is noted that due to the patient's traumatic history, the joint cavity is very narrow and constrained which likely contributed to the patient's issues with range of motion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.